Event description:
Mother had tavr implanted (B)(6) 2019. Edwards lifesciences model# 9600tfx, serial(B)(4). About year later started having sporadic shortness of breath. (B)(6) 2020 echo cardiogram showed regurgitation. Since she has had bouts of severe high blood pressure spikes. Cardiologist referred her to cardiac surgeon. Has there been problems with this heart valve? Thank you (B)(6). FDA safety report ID# (B)(4).